Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual/tactile inspection and microscopic analysis were performed. Examination of the hypotube shaft identified a break at 90.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube. A detailed microscopic examination of the balloon material identified a 19mm longitude tear, 4mm from the bumper tip. No other device issues were identified during returned product analysis.

Event description:
Reportable based on analysis completed (B)(6) 2024. It was reported that the device failed to cross the lesion. The target lesion was 93% stenosed and severely calcified. After predilation of the lesion, the 3.50 x 20 mm agent dcb failed to cross the lesion. The procedure was completed with a 3.00 x 15 mm non-boston scientific balloon. There were no patient complications reported. However, device analysis revealed a balloon tear and shaft break.